Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review, functional testing and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The broken protective cover on the power cord was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.